Event description:
It was reported that the arctic sun device continuously alarming flow error after trouble shooting several times emptying pads, switching connectors to both and to single tubing, checked for kinks, machine started over-cooling patient. Lowest temperature recorded (30.9c). Reduced water temperature control error. Representative called, and guided through troubleshooting steps, staff was instructed to attach a new set of pads and keep the old set attached also, to increase flow. The machine was giving a water flow error code, support line and representative stated that kinked tubing was the cause of this error.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Representative called, and guided through troubleshooting steps, staff was instructed to attach a new set of pads and keep the old set attached also, to increase flow. The machine was giving a water flow error code, support line and representative stated that kinked tubing was the cause of this error. A DHR review is not required as the lot number is unknown. The latest labeling revision will be reviewed. Baw7667062 rev 0, baw7667064 rev 0 was reviewed and found to be adequate. Correction: d,e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device continuously alarming flow error after trouble shooting several times emptying pads, switching connectors to both and to single tubing, checked for kinks, machine started over-cooling patient. Lowest temperature recorded (30.9c). Reduced water temperature control error. Representative called, and guided through troubleshooting steps, staff was instructed to attach a new set of pads and keep the old set attached also, to increase flow. The machine was giving a water flow error code, support line and representative stated that kinked tubing was the cause of this error.